Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8835, serial# (B)(4), product type: programmer, patient.

Event description:
(B)(4): omitted information pertains to (B)(4)-empty pump. Information was received from a consumer regarding a patient who received unknown morphine (unknown concentration and dose) in an implantable pump for non-malignant pain. The patient thought the pump stopped working. The patient experienced a sudden return of pain; lower back and legs. The pain was like before implant. The patient could not think of anything that would have caused the issue. The patient gave himself a bolus and did not know if any codes appeared. The patient tried again and experienced a lockout of 5 hours and 41 minutes. The pump was not alarming. The patient was going to follow-up with the healthcare provider (hcp) about the pain. No interventions were mentioned. If additional information is received, a follow-up report will be submitted. It was also noted the patient had no instructions for the personal therapy manager (ptm). The patient wanted to know why (B)(6) 2016 was seen instead of today's date. It was explained the date was the estimate refill date. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.